Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals. It appeared that previous programming had been performed to account for this. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.